Manufacturer narrative:
Other, other text: a1, h6) customer noted that there was no patient involved in the reported event.

Manufacturer narrative:
Other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump alarms when it turns on. There were no reported adverse events.